Event description:
The technician found the battery would die when the bed was unplugged although the battery status led was indicating it was charged.

Manufacturer narrative:
The technician replaced the battery to repair the bed.